Event description:
It was reported that there are impacted cassettes by recall; 10 cassettes. Patient states no current problems with infusion but states she did notice a little bit more shortness of breath when getting dressed this morning. Patient was infusing with affected lot at time shortness of breath experienced. It is unknown if recalled cassette contributed to side effect experienced or if side effects are ongoing.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.